Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial started (B)(6) 2020. It was reported that the patient was voiding every 15 minutes over night. Contributing factors were unknown. It was unknown if the issue was resolved. Additional information was received from the patient. They reported that they must have had a bad reaction to the anesthesia or something because they became very confused and disoriented. They fell down 3 different times and pulled the lead loose. They were having the device removed on tuesday.